Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling and pipeline treatment of an aneurysm, the pipeline did not fully open. It was reported that after placement the physician made several adjustments, but the pipeline could not be opened.

Manufacturer narrative:
The device will not be returned as it remains in the patient. We are unable to definitively determine the cause of the reported event. It is possible that the patient¿s tortuous vessel anatomy may have contributed to the reported issues. Per the pipeline embolization device: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic received additional information that the aneurysm treated was located in the internal carotid artery. It was further reported that while attempting the remove the system, the ¿head¿ opened, and showed the location was suitable. The physician continued to release but the device did not completely open and adhere to the vessel wall. It was further reported that the per the physician the possible cause of the device not opening was due to the ¿head¿ part of the pipeline becoming stuck within the coil, as the patient¿s vessel was tortuous. The physician adjusted many times but failed, then decided to release and complete the surgery. The pipeline was released within the therapeutic area. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.